Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion. During an ablation procedure with an intellanav mifi open-irrigated catheter, a non-boston scientific sheath and a non-boston scientific coronary sinus (cs) catheter, the physician went transseptal so he could map the left atrium (la) for atrial fibrillation ablation. This was the physician's first left sided case with the intellamap orion mapping catheter, but he had a physician proctor. The physician had trouble getting into one of the veins, so he decided to do a second transseptal later in the case. They started burning the anterior wall and moved to the posterior wall. While burning the esophageal, the temperature monitor started beeping and one of the laboratory staff looked at the pressure on the anesthesia monitor and "asked if it was real." Using intracardiac echocardiogram (ice), it was discovered that the patient had a pericardial effusion and the staff performed a pericardiocentesis. The procedure was completed successfully. The cs catheter and the intellanav mifi oi catheter were in the body at the time of the adverse event. No resistance was felt while maneuvering the catheters. It was reported that the patient was "okay."